Manufacturer narrative:
H10: on 05oct2023, the field service engineer (fse) confirmed that the device would need to have the front bezel replaced to resolve the issue. Replacement of the part was awaiting an order by the customer. This investigation is ongoing.

Manufacturer narrative:
H10: on31jan2024, the field service engineer (fse) inspected the device confirmed the reported issue again by entering the change settings screen and attempting to change the settings with the navigation ring. The issue occurred repeatedly, but the items and values adjusting on their own without pressing the button was not observed. Using the touchscreen, it was possible to adjust/choose/cancel the values. A phenomenon in which therapy changed on its own without inputting, was not observed. The fse replaced the front bezel with navigation ring of the device and the issue was resolved. The fse then cleaned the device and completed a running and functional test of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring failed. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that following the navigation ring failure, the device continued to operate. There was no delay in therapy reported and no medical intervention was required. The customer did not disclose the patient information. This investigation is ongoing.